Manufacturer narrative:
Updated sections - d10, h3, h6, h10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic, and it was noted that there was no capture in the left ventricle. An x-ray was then performed, which showed that the left ventricular lead had dislodged into the main body of the coronary sinus. The patient had fallen shortly after initial implant, so the physician believes the fall could have caused the dislodgement. The lead was explanted and replaced, and the patient was in stable condition.